Manufacturer narrative:
Additional narrative: investigation coordinated by synthes (B)(4). Report received indicates the screw is intact and does not show visible damages or marks. The screw is not the source of breakage as the failure of the investigated plate was due to dynamic bending which led to overload and material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated dcs plate had to absorb and neutralize forces that may have been greater than the tolerable load. Without a lot number the device history records review could not be completed. (B)(4): placeholder.

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: patient was implanted with dcs plate and screw construct on an unknown date. Patient was returned to the or on an unknown date for removal of hardware. The plate broke post-operative. It was determined that the screw was in the hole of the plate where the breakage occurred.this is 2 of 2 reports for the same event.